Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the implant occurred in am with neuro-monitoring verifying bilateral coverage; post op patient was reporting only left side paresthesia; patient taken back to or on pm of same day; lead repositioned <(>&<)> retested with patient sedated but awake, lead revised to provide increased right side coverage. With intra-op testing, top of lead right coverage, bottom of lead bilateral coverage. There were no known causes. The issue was resolved. Patient's weight was asked but unknown and medical history included acdf c5-c7. Hcp had no further information. No further complications were reported/anticipated.